Event description:
It was reported that a patient underwent an unknown spinal procedure with screw removal, during removal of the screw, it was noted that the tip of the driver broke and became stuck in the screw. The screw and broken driver piece were able to be removed. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~4 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.